Manufacturer narrative:
The returned closure top was evaluated. Visual inspection revealed that the closure top has some minor damage to the hex and a portion of the threads have fractured off. The reported thread damage was not confirmed. However, a device malfunction of damaged hex was confirmed. A review of the manufacturing records did not identify any issues which would have contributed with this event. The failure of hex damage could have been caused by the closure top cross threading and torque being applied at an angle or over-torquing the construct.

Event description:
It was reported that during the procedure two closure tops were stripped during final torquing. There was a delay greater than 30 minutes associated with removing and replacing the closure tops. There were no additional reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report number 3012447612-2019-00398.

Event description:
It was reported that during the procedure two closure tops were stripped during final torquing. There was a delay greater than 30 minutes associated with removing and replacing the closure tops. There were no additional reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Corrected information: lot number, UDI number. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure two closure tops were stripped during final torquing. There was a delay greater than 30 minutes associated with removing and replacing the closure tops. There were no additional reported patient impacts. This is report one of two for this event.